Event description:
It was reported that after less than 24 hours of intra-aortic balloon (iab) therapy in a cardiogenic shock with stemi (st-elevation myocardial infarction) patient, blood was noticed in the helium tubing. Once blood was noticed, pumping was stopped and the iab was removed. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and heavy blood in the interior of the catheter. Blood was found between the sheath and catheter. A competitor sheath was returned on the rear seal of the membrane at approximately 22.9 cm from the iab tip. The extender tubing was returned attached to extracorporeal tubing. There were two kinks observed on the iab catheter at approximately 67.82 cm and 72.64 cm from the iab tip. The inner lumen was observed to be clear with traces of blood, no insertion issues were found. No other defects were observed. An underwater leak test of the membrane, catheter, inner lumen, y-fitting, extracorporeal, and extender tubing was performed and a leak was detected on the membrane at approximately 0.76 cm from the rear seal and measuring approximately 0.038 cm in length. The reported problem was most likely triggered by a leak which was found on the membrane. Under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint # (B)(4).

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint # (B)(4).

Event description:
It was reported that after less than 24 hours of intra-aortic balloon (iab) therapy in a cardiogenic shock with stemi (st-elevation myocardial infarction) patient, blood was noticed in the helium tubing. Once blood was noticed, pumping was stopped and the iab was removed. There was no reported injury to the patient.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that after less than 24 hours of intra-aortic balloon (iab) therapy in a cardiogenic shock with stemi (st-elevation myocardial infarction) patient, blood was noticed in the helium tubing. Once blood was noticed, pumping was stopped and the iab was removed. There was no reported injury to the patient.